Event description:
Surgeon was using lap sponge in the wound, felt something sharp and when he removed his hand from the wound the needle was stuck into the side of surgeon's hand. Needle was in the lap sponge.